Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the implant procedure, patient experienced chest pain with shortness of breath and a perforation due to right atrial (ra) lead dislocation was observed. It was noted there was a high ra pacing threshold upon device interrogation, along with a pericardial effusion noted in echocardiogram results. A revision procedure was scheduled. During the lead revision procedure, the patient required emergency care for shock and cardiac tamponade. The ra lead was repositioned and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.